Event description:
While tightening the locking screws on the metaglene on a delta xtend case, one of the notches on the green-handled screwdriver broke off. The screws were already tightened and no damage was done to the screws or the patient. The shoulder was irrigated, but the piece that broke off was not found. Post-op xrays have not been taken. (Shoulder).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database by product code found previous investigations that contributed the root cause to user error and/or heavy usage. The age of the screwdriver could not be determined as the lot number was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.